Manufacturer narrative:
The device has not been returned for repair, therefore the customer¿s reported problem cannot be confirmed. Not enough information was provided about the repair or parts replaced to determine what caused the customer's complaint. A review of the device history record for sn (B)(4) was performed from 11/04/2015 to 09/1/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported "came in with broken latch. Replaced latch, calibrated, performed pm, passed all tests."